Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient passed away due to an unreported cause and on an unreported date. It was not reported if the patient was performing apd therapy at the time of death or whether the patient was hospitalized at the time of death. There was not report of a device issue or malfunction. No further detail was provided regarding the event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures and temperatures were correct and stable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.